Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(4) bsc bt registry clinical study. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced asthma exacerbation (exact date not reported). The asthma exacerbation is possibly related to the third bronchial thermoplasty treatment. On (B)(6) 2016 the patient was hospitalized and was treated with methylprednisolone. On (B)(6) 2016 the event was resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 1.51,, fev1 % predicted: 45.00, fvc: 3.42, fvc % predicted: 89.00. Post-bronchodilator: fev1: 1.83, fev1 % predicted: 55.00, fvc: 3.60, fvc % predicted: 94.00. **additional information received on february 5, 2018** the patient was also treated with clarithromycin for the asthma exacerbation.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the e7086 bsc bt registry clinical study. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced asthma exacerbation (exact date not reported). The asthma exacerbation is possibly related to the third bronchial thermoplasty treatment. On (B)(6) 2016 the patient was hospitalized and was treated with methylprednisolone. On (B)(6) 2016 the event was resolved and the patient was discharged from the hospital. Baseline spirometry values, visit date: (B)(6) 2016 pre-bronchodilator fev1: 1.51, fev1 % predicted: 45.00 fvc: 3.42, fvc % predicted: 89.00 post-bronchodilator fev1: 1.83, fev1 % predicted: 55.00 fvc: 3.60 and fvc % predicted: 94.00. Additional information received on february 5, 2018. The patient was also treated with clarithromycin for the asthma exacerbation. Additional information received on may 31, 2018. According to the complainant, this event was reported to be related to the bronchial thermoplasty procedure in error. The complainant confirmed that this event is not related to the bronchial thermoplasty procedure.

Manufacturer narrative:
Study source: (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the e7086 bsc bt registry clinical study. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced asthma exacerbation (exact date not reported). The asthma exacerbation is possibly related to the third bronchial thermoplasty treatment. On (B)(6) 2016 the patient was hospitalized and was treated with methylprednisolone. On (B)(6) 2016 the event was resolved and the patient was discharged from the hospital. Baseline spirometry values. Visit date: (B)(6)2016. Pre-bronchodilator fev1: 1.51, fev1 % predicted: 45.00, fvc: 3.42, fvc % predicted: 89.00. Post-bronchodilator, fev1: 1.83, fev1 % predicted: 55.00, fvc: 3.60, fvc % predicted: 94.00.